Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was discovered by the facility staff when blood was visually observed filling both ends of the dialyzer and dripping from the arterial end. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation. The machine was evaluated and it was determined that the blood leak detector did not require replacement. The machine has been returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was discovered by the facility staff when blood was visually observed filling both ends of the dialyzer and dripping from the arterial end. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation. The machine was evaluated and it was determined that the blood leak detector did not require replacement. The machine has been returned to service.